Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor readings. The customer's sensor glucose reading was 44 mg/dl but her blood glucose level was 144 mg/dl. The customer received calibration error alarms. Customer's blood glucose level was 400 mg/dl. The device was not returned.